Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the lead was failing to capture. The lead was capped. The patient was discharged post-procedure.

Manufacturer narrative:
A device history record (DHR) review was performed, and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The product was not returned for additional evaluation. Therefore, the event could not be confirmed, and the cause remains unknown.